Manufacturer narrative:
Device evaluated by MFR: an express ld device was returned for analysis. Device analysis confirmed that a break had occurred in the shaft and the distal section of the break including the balloon, tip and markerbands were not received with the device for analysis. The stent was not returned with the device. A break was confirmed in the shaft. The break was located at 1290mm distal from the distal end of the strain relief. The distal section of the break was not received for analysis. There were multiple shaft kinks noted along the length of the shaft. No other issues were identified with the returned device during analysis.

Event description:
It was reported that stent dislodgement, shaft break, and thrombosis occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified right common iliac artery. An 8.0x40x135 cm express ld iliac / biliary stent was advanced for treatment. However, during the procedure, the stent came off the balloon and lodged into the anterior tibial artery. The dislodged stent was wedged into the artery which clotted off. While trying to remove the dislodged stent from the unintended artery, the balloon catheter broke at the proximal balloon connection and both balloon and stent remained in the body. Multiple attempts were made to remove and snare the balloon and stent from the artery but failed. Eventually all attempts were ceased and the procedure was terminated.

Event description:
It was reported that stent dislodgement, shaft break, and thrombosis occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified right common iliac artery. An 8.0x40x135 cm express ld iliac / biliary stent was advanced for treatment. However, during the procedure, the stent came off the balloon and lodged into the anterior tibial artery. The dislodged stent was wedged into the artery which clotted off. While trying to remove the dislodged stent from the unintended artery, the balloon catheter broke at the proximal balloon connection and both balloon and stent remained in the body. Multiple attempts were made to remove and snare the balloon and stent from the artery but failed. Eventually all attempts were ceased and the procedure was terminated.